Event description:
The customer reported via phone call that he had a button error alarm on the insulin pump. Customer noticed that when he took the pump out of his pocket there was some condensation behind the screen. Customer stated that he could see the little drops on the screen. Customer's current blood glucose is 71 mg/dl. Customer was advised that the pump will need to be replaced. Customer was also advised to discontinue use of the pump and revert to a back-up plan.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump received with blank display due to moisture damage on assembly. Also, it was received with moisture damage on the keypad assembly. The insulin pump was unable to perform the displacement test or verify button error alarm due to blank display. The insulin pump was received with cracked reservoir tube lip, cracked on the display window corner, minor scratches on lcd window, scratched reservoir tube window, cracked belt clop slot and cracked reservoir tube.